Manufacturer narrative:
Change of leading device and concommitant devices (updated d4; d10). Correction of manufacturing site number (correct number: 9610617). Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. After product evaluation, there was no product malfunction identified which would cause serious injury. Complaint not verified - no overheating issues were detected during testing with the equipment that was returned to ksi. The following equipment was returned to ksi for the complaint investigation: 1) tc201us - service order: (B)(4), serial number: (B)(6). 2) tc304us - service order: (B)(4), serial number: (B)(6). 3) th120 - service order: (B)(4), serial number: (B)(6). 4) th120 - service order: (B)(4), serial number: (B)(6). The above-mentioned equipment was tested together over two days without issue. Each camera was burned-in overnight, but the system operating temperatures never came close to a point that could cause a burn. Furthermore, the equipment returned to ksi does not contact the patient, so these four items are unlikely to be the source of any potential burns. A review of dhrs for all material shows no discrepancies or indications that the devices are related to this issue. Based on the information above, it can be concluded that the products did not contribute to the incident. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the equipment was part of a medical potential medical incident. 2 patients got burned during cases on (B)(6) 2021. The two incidents occured on the same day. Both the first and the second case was a septorhinoplasty or sinus surgery. The "small red blemish" was discovered post-op no sores, no blistering, just a little discoloration. No drape or other accessory was involved. The case had been completed and there is no information of any patient follow-up. The surgery is inside the nose and this was on the outside part of the nose. Doctors personal opinion it looks like friction which is normal in sinus cases. This event involves a total of (B)(4) of which (B)(4) is the cause of the burn. There will be no separate report for (B)(4), (B)(4)as this items were involved in this incident. This incident was reported in 2021 under following mdrs: (B)(4): 2027009-2021-00024. (B)(4): 2027009-2021-00025. However, the manufacturing site number "2027009" stated in these mdrs was wrong. The correct manufacturing site number is "9610617". Therefore, the number has been changed in this medwatch and this report had to be submitted as "initial". Communication will be done in this case (B)(4): 9610617-2021-00024 only now. 961892: 9610617-2021-00025 won´t be proceeded.